Event description:
It was reported to technical services on 7/11/2012 that at a routine office check there was a check lv lead on box during interrogation. Discussed reviewing lead data and values for oor. Hcp stated everything appears to be in range on graph. Ts asked values. Hcp stated r waves typically 15mv, and impedance in the 350-411 range. Discussed potential of catching an ectopic beat and getting low intrinsic amplitude, or having a low oor impedance. Hcp stated lv thresholds have been somewhat higher and has been testing various lv lead configurations. Asking about potential anodal stim and how to eval. Discussed morphology appearances and unlikely to have anodal stim with integrated lead design, but would review egm. Hcp stated will fax egm for ts review to make sure. Morphology appears to stay same until loc during threshold test this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).